Event description:
It was reported to philips that the system was slow to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and identified the system software was crashed. To resolve this issue, fse reinstalled the software and performed configuration backups. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.